Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported having no hearing sensation with the device. The parents did not report any history of head trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation surgery is considered but a date for surgery has not been made available.

Event description:
The recipient reported no longer having any hearing sensation with the device. The parents did not report any history of head trauma. Further intervention is considered.

Event description:
The recipient reported no longer having any hearing sensation with the device. The parents did not report any history of head trauma. The recipient has been re-implanted. The device has been requested but not yet made available.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported no longer having any hearing sensation with the device. The parents did not report any history of head trauma. The user has been re-implanted on (B)(6) 2018.